Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. Internal/external inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed fluid transfer testing associated with rite functional testing. However, a volumetric accuracy test was performed and the device was found to be functioning to specification. The evaluation found no issues that could have contributed to the failure. The cause of the rite test failure was undetermined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.